Manufacturer narrative:
There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to keep using the ponto system.

Event description:
The patient knocked the implant out while having a nightmare.